Manufacturer narrative:
No patient information provided after calls to customer (B)(6) 2021, b)(6) 2021, and b)(6) 2021. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The defective flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction of a flow sensor where the diaphragm was stuck open to the top of the housing which may cause insufficient ventilation. There was no report of patient injury.